Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. The grips of the tenaculum forceps instrument would not close due to the derailed grip cable at the distal idler pulley. The yaw motion may be non-intuitive as a result. The instrument was found to have a broken pitch cable at the distal end. The broken cable segment that contains the crimp was missing from the clevis. Unrelated to the broken cable, the instrument was found to have various scratch marks with light material removed on the main tube. The scratch marks were .099¿ - .210 in length and were not aligned with the tube axis. This failure is most commonly caused by mishandling/misuse. A site history was performed and no related complaints were found. A review of system logs showed that the tenaculum forceps instrument had 2 lives remaining. The instrument was last used on (B)(6) 2020. No image or video was provided for review. Based on the information provided at this time, this complaint is being reported based on the following conclusion: the tenaculum forceps instrument is designed with two pitch cables, each with a crimp at the distal end. If a pitch cable breaks at the distal end, a cable segment and/or the crimp could fall inside the patient. Although there was no patient injury, the product malfunction could cause or contribute to an adverse event if the failure were to recur.

Event description:
It was reported that during a da vinci assisted myomectomy procedure, the jaws of the tenaculum forceps instrument would not close. The procedure was completed and there was no patient injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.